Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and topical skin adhesive was used. The patient returned two weeks later with a skin reaction. The reaction was treated with antibiotics and steroids. The patient will be following up with dermatology. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.